Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin (dose, route, frequency and duration were not reported) and vancomycin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event 11 days after the event onset. Pd therapy was ongoing. No additional information is available.